Manufacturer narrative:
The device was returned intact and functional with light yellowing; the device weighed 4.7g over specification.

Event description:
Bilateral capsular contracture, right baker grade 3-4.